Event description:
It was reported that during an unknown procedure, the rubber seal in sleeve was defective. It fell apart when trocar was inserted. Patient consequences not known. One device returning.